Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. One opened ophthalmic knife was received for the report of incorrect item. The returned sample was visually inspected and was found non-conforming with the handle observed to have ophthalmic knife 2.4 sb' printed on the handle. The blade tip was observed to be bent. A dimensional ear width test was performed and deemed conforming. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows one side of the blister with the handle indicating ophthalmic knife 2.4 sb rather than 2.2 knife. The other side of the blister shows the product and lot number reported. The reported issue was confirmed from the photo review. The complaint evaluation confirms the reported issue that the print on the handle indicated ophthalmic knife 2.4 sb rather than 2.2 knife. The root cause is manufacturing related and possible contributing factors are inadequate segregation during the handle printing or blade assembly. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that before surgery, ophthalmic cutting knife was incorrectly packed in the ophthalmic package. The procedure details have not been provided. There was no patient contact. This is the fifth of five complaints received from the same initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.